Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was partially confirmed. The bad picture was confirmed, due to the broken charged coupled device (r-unit), resulting in an inadequate resolution. However, the disappearing picture was not confirmed. Based on the results of the investigation, the most probable cause of the picture is bad is traced to component failure, but a definitive root cause of the complete disappearance could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device displayed bad picture which sometimes disappeared completely. The event occurred during set up / inspection for use (before patient in room). There were no reports of patient involvement

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.